Manufacturer narrative:
Ryan, m. V. Et al. Complications of intrathecal baclofen therapy in children and young adults. J. Neurosurg.: pediatr. 1¿12 (2024) doi:10.3171/2024.6.peds23360. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified continuation of d10: product ID neu_ascenda_cath, serial# unknown, product type catheter product ID neu_ unknown_cath, serial# unknown, product type catheter product ID neu_ascenda_cath, serial# unknown, product type catheter product ID neu_unknown_cath, serial# unknown, product type catheter product ID neu_ascenda_cath, serial# unknown, product type catheter product ID neu_unknown_cat h, serial# unknown, product type catheter product ID neu_ascenda_cath, serial# unknown, product type catheter product ID neu_unknown_cath, serial# unknown, product type catheter product ID neu_ascenda_cath, serial# unknown, product type catheter product ID neu_unknown_cath, serial# unknown, product type catheter product ID neu_ascenda_cath, serial# unknown, product type catheter product ID neu_unknown_cath, serial# unknown, product type catheter product ID neu_unknown_pump, serial# unknown, product type pump product ID neu_unknown_pump, serial# unknown, product type pump product ID neu_unknown_pump, serial# unknown, product type pump product ID neu_unknown_pump, serial# unknown, product type pump product ID neu_unknown_pump, serial# unknown, product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_ascenda_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_ascenda_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_ascenda_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_ascenda_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_ascenda_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_pump, serial/lot #: unknown, product ID: neu_unknown_pump, serial/lot #: unknown, product ID: neu_unknown_pump, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ryan, m. V. Et al. Complications of intrathecal baclofen therapy in children and young adults. J. Neurosurg.: pediatr. 1¿12 (2024) d oi:10.3171/2024.6.peds23360. Reported events: 19 patients with baclofen pumps encountered pump related infections. 3 patients with baclofen pumps encountered an infection with their ascenda catheter 6 patients with baclofen pumps encountered an infection with their catheter. 24 patients with baclofen pumps encountered a cerebrospinal fluid leak with their ascenda catheter. Pain, discomfort, and tenderness were additional symptoms. 39 patients with baclofen pumps encountered a cerebrospinal fluid leak with their catheter. Pain, discomfort, and tenderness were additional symptoms. 2 patients with baclofen pumps encountered a catheter migration with their ascenda catheter. 3 patients with baclofen pumps encountered a catheter migration with their catheter. 3 patients with baclofen pumps encountered a catheter tear with their ascenda catheter. 14 patients with baclofen pumps encountered a catheter tear with their catheter. 2 patients with baclofen pumps encountered a disconnection with their ascenda catheter. 24 patients with baclofen pumps encountered a disconnection with their catheter. 6 patients with baclofen pumps encountered an obstruction with their ascenda catheter. 10 patients with baclofen pumps encountered an obstruction with their catheter. 14 patients with baclofen pumps encountered a pump malfunction. 23 patients with baclofen pumps encountered urinary retention. 57 patients with baclofen pumps encountered baclofen withdrawal and overdose symptoms. 36 patients with baclofen pumps encountered constipation. 23 patients with baclofen pumps encountered headaches.